Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that a herculink elite stent delivery system (sds) was advanced to the previously stented right renal artery. During advancement, there was no noted resistance, however, the herculink stent strut flared against the previously implanted stent. The sds was retracted into the guide catheter and the herculink stent then dislodged from the balloon. A snare was required to remove the dislodged stent. There was no adverse patient sequela and there was no clinically significant delay. There was no additional information provided regarding this issue.

Manufacturer narrative:
(B)(4). Visual inspection was performed on the returned stent. The dislodgment and stent damage was confirmed. The stent damage and dislodgement are the result of interaction with the previously implanted stent. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported revealed no other incidents. The investigation determined that the reported difficulties were due to case circumstances. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.